Event description:
Noise and oversensing were reported on the ventricular lead, with no capture or sensing on the atrial lead. The ICD was reported to have a loose setscrew, and it was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Noise and oversensing were reported on the ventricular lead. The ICD was reported to have a loose setscrew when replacing the leads back into the device, and there was no capture or sensing on the atrial lead. The device was explanted and replaced; the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: no anomalies were detected at preliminary analysis. The leads were inserted into all connector ports, the setscrews tightened, and the leads pulled. In all cases, the leads held fast. No setscrew problems were noted. Further analysis found that the feedthru from the atrial port of the connector was damaged, causing the loss of the function of the atrial port. This damage likely occurred during explant, as the gash in the connector appears to have been made by an instrument. Noise and oversensing were reported on the ventricular lead. The ICD was reported to have a loose setscrew when replacing the leads back into the device, and there was no capture or sensing on the atrial lead. The device was explanted and replaced; the leads remain in use. No patient complications have been reported as a result of this event. Electrical tests performed, actual device involved in incident was evaluated mechanical tests performed, visual examination component/subassembly failure connector operational context contributed to event capture, failure to oversensing sensing, none noise.